Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was experiencing pain at the pocket site radiating down to the legs. The patient will undergo an explant procedure.

Manufacturer narrative:
The na should not have appeared in that field. The additional suspected paddle lead should have been included. Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead additional information was received that the patient had symptom of redness at the pocket site and it was looked like that the patient's body was rejecting the device. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices will not be returned to bsn.

Event description:
A report was received that the patient was experiencing pain at the pocket site radiating down to the legs. The patient will undergo an explant procedure.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing pain at the pocket site radiating down to the legs. The patient will undergo an explant procedure.